Event description:
It was reported that a prior device electrogram (egm) showed an episode of oversensing on the patient's right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2006; 407658 implantable pacing lead (B)(6) 2007. (B)(4).